Event description:
It was reported that they received an error code during the lap hysterectomy case when using the device. They replaced the handpiece and were able to complete the case with no patient consequence.